Event description:
Stiffness (knees) [joint stiffness]. Case description: spontaneous report was received on (B)(6) 2012 from a (B)(6) female pt, initials (B)(6), with arthritis of knees. The pt's medical history was not provided. On an unspecified date in 2011, the pt initiated treatment with synvisc (hylan g-f 20) injection of 2ml, in an unspecified location. The synvisc lot number was not provided. It was reported that the pt experienced a lot of stiffness on getting up, however she did not have any problems while sitting. On an unspecified date, the pt received cortisone injections in both knees. The action taken with synvisc was not provided. The outcome for the event of stiffness (knees) was not yet recovered. Concomitant medications were not provided. The intensity for the event of stiffness (knees) was not provided. Manufacturer's comment: the benefit-risk relationship of the product is not affect by this report.